Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. Unused physical samples or photos are required to confirm the defect.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the plunger came loose and pulled out. There was no report of patient impact. The following information was provided by the initial reporter: material: 309628, batch 0113767. Bd 1ml 309628, plunger dislodged even thought didn't withdraw fully. According to cdr pharmacist, while preparing cytotoxic drugs, the plunger is pulled out even though only 0.8mls has been withdrawn.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. Unused physical samples or photos are required to confirm the defect.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the plunger came loose and pulled out. There was no report of patient impact. The following information was provided by the initial reporter: material: 309628, batch 0113767. Bd 1ml 309628, plunger dislodged even thought didn't withdraw fully. According to cdr pharmacist, while preparing cytotoxic drugs, the plunger is pulled out even though only 0.8mls has been withdrawn,